Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery ((B)(4)) contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Product remains implanted.

Manufacturer narrative:
The site has indicated that the pump remains implanted. Two batteries were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller log files confirm the reported power switching events on and surrounding the event date; incidentally, analysis also revealed two critical battery alarms ten days prior to the reported event date. It has been demonstrated that this issue is most likely related to a faulty internal cell pair or a communication issue between the controller and the connected battery. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination.. Functional testing revealed that (B)(4) contained a faulty cell pair. Based on the controller log file analysis and investigations performed, the most likely root cause of the reported event is a faulty internal battery cell pair.

Event description:
Approximately eleven months post hvad implantation, the site reported that the patient experienced power source change in the controller earlier than expected. The batteries were removed from the patient and a new batteries were supplied. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.